Event description:
Patient was scheduled for normal eri replacement. No electrical abnormalities were observed on the lead. During the explant, lead separation or fracture was suspected. The lead was capped and will not be returned.

Manufacturer narrative:
No medwatch form was received.